Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and battery out limit alarm. The blood glucose was 170 mg/dl at the time of the incident. Customer stated he had a blank screen and he removed the battery but didn't have another battery to put in the pump and got a battery out limit when he put the old battery and he cleared the alarm and there was a week battery alert. Customer advised to monitor the insulin pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display, battery out limit alarm and unexpected battery power loss noted during the testing.